Manufacturer narrative:
This is a report of a use error where the patient disconnected the patient line from the transfer set without stopping therapy and without closing the clamps causing a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient disconnected from the homechoice without stopping therapy and without closing the clamps. The care giver (cg) stated they entered the room and there was fluid everywhere and the machine was wet. The technical service representative (tsr) asked the cg to close all the clamps and turn the machine off, try to dry off the machine as much as they could and turn it back on. The tsr spoke with the patient and advised them that they needed to swap the homechoice machine. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis until the new homechoice arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.